Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sept2019. Field service engineer (fse) confirmed nav-ring failure. Fse replaced bezel, top cover and front panel. Unit passed required performance verification tests per philips standards and was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the nav-ring failed. No patient involvement.